Event description:
The manufacturer was contacted in reference to a everflo device. The customer smoked while using the device. This led to an ignition that spread via the oxygen goggles to the fire and damaged components. The user admitted it was her fault. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.